Manufacturer narrative:
(B)(4).

Event description:
Procedure: thoracotomy. According to the reporter: the instrument closes normally but did not fire completely. The procedure was completed with electro-cautery. As soon as the surgery was completed by means of thorax radiography intrathoraxic detects strange body in the pt corresponding to one of the green charges endogia. Re-operation was needed on the pt detecting another smaller add'l strange body to him.